Event description:
A us distributor returned a monitor and reported monitor had discharge profile faults.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile) was confirmed. Upon evaluation, the q12 and q16 were shorted. The root cause of the shorted components cannot be positively identified. There was no adverse event that resulted from the damaged monitor.